Event description:
On 1/28/1997, pt noted onset flu-like symptoms - myalgia, fever, chills, and nausea. On 1/31, developed crythematous rash, profuse watery diarrhea, lightheadedness. Had recently ended menstrual cycle and wore tampons. On 2/1, pt seen in emergency room with abdominal pain, hypotension (70/palp), tachycardia (hr 126), scalded rash on neck/chest/trunk/legs, conjunctival redness, abdominal distension, noted coolness of extremities with cyanosis of digits. At this time she rec'd IV saline volume resuscitation. Vaginal c&s, cbc, and smac drawn. She was admitted with primary diagnosis of toxic shock syndrome (tss) and transferred to ICU where a pulmonary artery catheter was placed and IV therapy initiated with pencillin and clindamycin. 2/2-clinical impression: septic state, likely toxic shock syndrome with renal insufficiency, hepatic dysfunction and coagulopathy, thrombocytopenia, hypocalcemia, renal failure. Pt developed adult respiratory distress syndrome, requring tracheostomy and mechanical ventilation. Developed dry gangrene of both lower extremities and the fingers of both hands requiring amputation. Developed status opilopticus and was treated with IV valium and phenobarb and also dilantin. CT scan revealed small amount blood in subarachnoid space. Eeg impression diffuse cerebral dysfunction and focal right temporal dysfunction with epileptogenic potential.